Event description:
It was reported that the patient presented in clinic for routine follow up. Upon interrogation, the pulse generator exhibited noise. No intervention was performed. No further information was available.